Event description:
The customer contacted stryker to report their device keeps powering off. In this state the device may not be able to deliver defibrillation therapy if needed. Additionally, upon evaluation of the customer¿s device, stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was not able to duplicate the device powering off. The cause of this issue could not be determined. The event code was cleared from the memory of the device and thereafter did not return. The cause of the event codes could not be conclusively determined. After observing proper device operation through functional and performance testing the device was returned to the customer for use.